Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to take control of the instruments with the right master tool manipulator (mtm). Logs show errors on the right hand mtm right with console 1. Technical support had the surgeon move to console 2 and they were able to take control. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was completed robotically using the second console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
A visual inspection found no problems related to the reported issue. The system powered on without errors or failures, so instruments were attached, and the system was driven. During the drive, there were no errors or failures. Instruments were then removed, and the system was power cycled and driven several times, still with no failures or errors. Further troubleshooting required sftp. Upon further investigation, the unit was placed on sftp, and a fitness test was performed, passing the elbow-related tests. However, during testing, the unit failed the "slow gravity balance test post sine cycle - wp" and "slow gravity balance test post sine cycle - wy," which were unrelated to the field failure. The unit also passed a 1-hour sine cycle test with no issues. Due to errors observed in field use, additional testing of a 1-hour slow sine cycle on the elbow was performed, and it passed with no failures. Per engineering escalation, to correct the failed slow friction test on the wrist pitch/wrist yaw, the gimbal will be replaced.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Although the fse confirmed the error during testing, the probable root cause cannot be determined as failure analysis found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.